Manufacturer narrative:
The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, concentric, mildly calcified, tortuous right coronary artery. During preparation of the 4.0x12 mm xience skypoint stent delivery system (sds) there was difficulty removing the protective sheath. Additionally the stent was noted to have moved on the balloon. There was no device use or patient involvement. A 4.0x15 mm xience skypoint sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a